Manufacturer narrative:
No samples were received for investigation of pr (B)(4), in which the customer has stated: ¿the nurse's connection to the infusion was blocked¿. The product in use at the time is reported to be a 2000e china from lot 23095020. Further correspondence from the customer confirmed that they used the smartsite connector with a bd indwelling needle during infusion of conventional anti-inflammatory drugs which was brought to normal room temperature before use. The customer also reported that no damages were observed on the affected product and the flow was completely blocked. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23095020 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature.

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the following verbatim: in the radiotherapy department, the nurse's connection to the infusion was blocked. A green claim is required. Photos are provided. No complaint reply letter or complaint acceptance letter is required.